Event description:
It was reported that the customer passed away. The customer was not wearing the pump at the time of death. The cause of death was a diabetic coma. The contact stated that the customer was feeling ill and had high bgs. The family member assumed since another family member had stomach flu, the customer was ill from stomach flu as well. Bgs were treated with a bolus, but bgs did not go down. Later the contact called back and stated that they noticed the cannula came out. The set was changed and bgs still were running high. The paramedics were called and when they arrived bgs were very high. The meidcal personnel were not familiar with the device and the customer was removed from the pump therapy. The customer was taken to the hospital and treated with an insulin drip ang bgs went drastically down. Then the customer started to lose mobility and the pt had brain swelling. It was informed that the customer's brain stem started to herniate and there was no blood flow to the brain and no brain activity.